Event description:
A medtronic representative reported that, while in a posterior spine fusion procedure, the generator bar was scrolling on the pendant and the systems would not fully boot. A re-boot of the system did not resolve the issue. The surgeon opted to discontinue imaging and navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. RMA issued. Returned suspect cpu, to medtronic, is currently under analysis. Returned cpu under analysis.